Event description:
It was reported that the right ventricular (rv) lead had high output. The patient experienced diaphragmatic stimulation and the left ventricular (lv) lead was turned off. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.